Event description:
It was reported that the inflatable penile prosthesis (ipp) reservoir had herniated. Prior to migrating the reservoir was located in the retropubic space. It then migrated to a location about the retropubic location it was in the ipp device was revised. There were no patient complications.